Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that a loose screw was floating inside patients back. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that a loose screw was floating inside patients back. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.